Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients were reported to have a lead that "failed." Further follow up investigation did not yield any additional information. Lead status is unknown. No patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients were reported to have a lead that "failed." Additional information received indicated that the lead had an apparent fracture. Lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "is a new high-voltage lead necessary? 6.6-french ICD lead failure: a (B)(6) experience." Pace, (B)(6) 2012; 35/1 (1-2).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "is a new high-voltage lead necessary? 6.6-french ICD lead failure: a UK tertiary center experience." Pace, january 1, 2012; 35/1 (1-2).